Manufacturer narrative:
Product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had fallen the morning of the report. Since then she had not felt the stimulation as strong as the day before the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.